Manufacturer narrative:
(B)(4). Similar to device under 510(k) k121629. Summary of investigational findings: investigation of the imaging confirmed that filter legs had perforated ivc. However, the exact reason for perforation cannot be determined. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to clinical study: on (B)(6) 2015, the filter placement was anticipated to be temporary and was accomplished with the use of a venacavagram. The filter was placed in the ivc infrarenal site. There was no evidence of filter deformation, migration, extravasation of contrast or filter legs appearing outside the column of contrast after placement. On (B)(6) 2015 (97 days post-procedure), the three month follow-up clinical assessment, pre-retrieval chest and abdominal CT with contrast, and ultrasound were performed. On the CT, a grade 2 filter leg interaction with the ivc wall was observed. Cook medicals external lab findings of the pre-retrieval chest and abdominal CT revealed no evidence of pulmonary embolism or presence of thrombus in the ivc or pelvic veins. There was no evidence of filter fracture, deformation, embolization, or migration. There is evidence of three filter legs with a grade 3 interaction with the ivc wall, ¿two abutting the duodenum and one in retroperitoneal fat.¿ there is no evidence of hemorrhage, hematoma, or other clinical finding observed at the perforation/puncture site. On (B)(6) 2015 (118 days post-procedure), the filter was retrieved with a gunther tulip¿ retrieval set, as the filter was no longer needed. Filter legs did appear outside the column of contrast before filter retrieval. There was no thrombus occupying the filter cone or difficulty retrieving the filter. Patient outcome: the patient remains in the study and no further adverse events have been reported.